Event description:
A us distributor reported that a patient was experiencing adjust belt and check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad and adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a essential performance testing due to ECG ¿c¿ the q1 component was defective. The root cause for the defective component was unable to be identified. There was no adverse event that resulted from the damaged belt.